Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician noticed resistance while advancing a ruby coil through the lantern. The physician then advanced the lantern midway through a 6f non-penumbra sheath and consequently, the mid shaft of the lantern became kinked. Therefore, it was removed. The procedure was completed using a new lantern with the same ruby coil and same sheath. There was no report of an adverse effect to the patient.